Event description:
It was reported a tear occurred near the catheter entry into the spine, the catheter was removed from the intrathecal space, and 37 cm was trimmed off of the spinal segment. The partial explant occurred on (B)(6) 2014 and the product was replaced with a new 8780. It was further reported there was a break, an inflammatory mass, and the location of the catheter issue was the distal segment. Diagnostics and troubleshooting performed included x-rays. The cause of the product issue was undetermined, but the product issue was resolved. Patient symptoms or complications associated with this event included pseudomeningocele at the catheter track. The patient¿s status at the time of this report was ¿alive- no injury.¿ it was further reported the catheter had ¿cracked¿ and was fractured. The patient noticed a lump under the healed incision about 1.5 months post implant and it would decrease after she would lay down at night, but at the end of the day it would be big and swollen again. It was further reported by (B)(6) the lump was around all the time and by (B)(6) 2014, the patient started having a spinal headache ¿creeping up¿ on the patient. On (B)(6) 2014, it was a confirmed spinal headache by the doctor. A blood patch was done either the (B)(6) july and it did not work. The patient contacted her doctor to let them know and on (B)(6) 2014, surgery was done and the doctor found the ¿crack in the catheter.¿ they thought initially it was a tear in the derma. The patient had been careful this whole time and did not think she could have caused the crack in the catheter, but thought it was a defect. It was noted the patient was getting 1 mg in 24 hours of morphine and the doctor dropped that amount to 0.5 mg in 24 hours around the time she had the blood patch in (B)(6) 2014. The patient had a spinal headache for two months and could not drive for 3-4 more weeks and had missed work since (B)(6). The catheter was sent back for analysis. The pump was being used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a cerebrospinal fluid (csf) leak and change in therapy effect occurred following a new pump and catheter implant. The location of the patient's symptoms was near the catheter path. The pump was placed in (B)(6) 2014 and she had a spinal headache for three months. The patient was in a situation and had lost her job since she last spoke to a manufacturer representative (rep). It was further reported the patient was getting 1 mg every 24 hours of medication and stated they dropped it down half before the surgery for the catheter. It was noted for about a good month before she actually had the surgery, the patient did not go see her healthcare provider (hcp) for a while "because there was nothing hcp but prescribe oral medication." Two weeks ago on (B)(6) 2014, the patient saw the hcp and they upped it to 0.75 mg dose per 24 hours and also refilled. It was noted it was then upped it to 1 mg per 24 hours on (B)(6) 2014 of last week. It was reported the "medicine and spinal fluid were leaking out of her spine and subcutaneously had a huge lump under the incision" (formed about a month and two weeks and would come at night after the patient moved all day. When the patient would lay down and go to sleep, it would disappear and repeat the next day). Finally, it was there all of the time where they thought the catheter would go into the patient's membrane or dura of the spine. It was noted the crack was outside the area were the catheter went into the dura and the patient was not getting pain relief and had a spinal headache for almost 2 months and 3 weeks. It was also reported, "it was insane and was the worst amount of pain she had ever been in." The patient's spinal headache came the beginning week of (B)(6) and the patient was unable to go to work and found out that she lost her job due to missing work. The patient "was a little upset" and not to mention was in excruciating pain "for months and months and months." The patient lost her job on (B)(6) 2014. Because she did not have a job, her (B)(6) "was cut off" and she could not even see her doctor. It was further reported the patient's catheter was not completely removed and only the part that was affected was replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the returned distal (spinal) portion of the catheter revealed a narrowed area of the catheter located 11.3 cm from its proximal end. Also, a breach in the catheter was found and it was located 3.9 cm from the proximal end of segment 1. Segment 1 was patent when tested but leaking was seen in the area of the breach during pressure testing. There was a catheter body slice/cut not related to explant damage.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported a dye study was also performed (unknown date) that found the tear in the first 8780 ((B)(4)). The patient also experienced non-therapeutic therapy. It was further reported the 8780 ((B)(4)) was replaced on (B)(6) 2014. The catheter issue with this catheter was unknown and the location of the catheter issue was the distal (spinal) segment and was identified via examination and CT scan. Catheter segments were not left in the intrathecal space. The patient recovered with permanent impairment/sequela and injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
It was previously reported that the catheter was sent back for analysis. The catheter has not been returned. Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter was kinked and had a hole and was replaced/repaired in (B)(6) 2014 (as previously reported). The patient lost 3 months of work from the spinal headache. After the surgery in (B)(6), the pump did not work and they were "upping it" every two weeks because they had been "shutting down to .5 / half, and they knew medication was not going into the spine". The pump reportedly did not work before or after the surgery, and that the patient's body was not taking it well. It was noted that "five to six days later after (B)(6) surgery, patient noticed the pump started working on (B)(6) 2014", and on (B)(6) 2014, they noticed the same swelling around the catheter area that had happened before. The swelling had gotten so bad so quickly they had to go in and see their hcp on (B)(6) 2014, and the next day the swelling was so big. The patient was also starting to have a spinal headache again. The patient was extremely unhappy and upset this was happening again. This was the third "major surgery" for the patient since (B)(6). The patient was "in a bad way financially, emotionally and physically its bad", and that the spinal headache was "cruel and unusual punishment". The pain relief when the pump was working was reportedly fabulous, but that the patient had more time when it was not working in the last 7 months than it was working. The patient would be having surgery in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.